Event description:
A customer reported that the infusion line would not go in and the cutter would not work properly during a vitreoretinal procedure. Additional information and product sample have been requested for this report, however, there have been no updates received. This is the second of two reports for the same event. This report will address the cutter.

Manufacturer narrative:
One probe sample was returned for evaluation. A device history record review for the lot was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. The probe sample was visually examined using 25x magnification and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration and cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There is significant gouging on the cutting edge of the inner cutter. The actuation was retested after being disassembled and was deemed conforming. The product evaluation showed that the probe did not work properly as received. Also, indicated that the probe did initially actuate correctly for approximately 20 minutes and then stopped. The inner cutter became damaged for some unknown reason that impeded its movement within the outer tubing. An acceptable actuation was able to be obtained when this resistance was removed by disassembling the probe. The probe aspiration and cutting function was acceptable. (B)(4).

Event description:
A customer reported that the infusion would not go in the cutter would not work properly during a vitreoretinal procedure. Additional information and product sample have been requested for this report, however, there have been no updates received.this is the first report of two reports for the same event. This report will address the infusion line.this is the second of two reports for the same event. This report will address the cutter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).